Manufacturer narrative:
H3, h6; the spine clamp, lot number, was returned to the manufacturer for analysis. The retainer ring on the tip of the adjustment screw had been pulled off and the screw was no longer attached to the clamp. Boney material was stuck to the teeth of the clamp. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after a spine case, the site went to remove the spine clamp, and while unscrewing the clamp, the screw came out, and the washer fell off. This meant the spine clamp was effectively stuck onto the spinous process. The site tried to put the screw back as well as several other removal clamps, but the instrument was still attached to the patient. This issue caused less than 1 hour surgical delay. The patient was affected as the surgeon resorted to removing the spinous process with the clamp still attached. No other symptoms were reported.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A040103 was coded for unscrewing the clamp, the screw came out, and the washer fell off. A0506 was coded for spine clamp was effectively stuck onto the spinous process. A05 was coded for removing the spinous process with the clamp still attached. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.